Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a 13-month complaint history review and service history review for serial number (B)(4) from 23-dec-2016 through (B)(6) 2018 for similar complaints was performed. There were no similar complaints identified during the searched period. The g8 operator's manual under chapter 6 - troubleshooting states the following: remember that all abnormal chromatograms are not necessarily the result of abnormalities in the patient sample. Analyzer problems such as a malfunctioning pump or sampling unit, a column that should be replaced or reagents that are incorrectly placed or have been depleted can also cause abnormal chromatograms. In these cases, sequential chromatograms are usually all affected from the point that the problem began. In chapter 1- maintenance procedures, under storage and stability states: 1.4 storage and stability unopened and stored at 2-8°c, the tosoh hemoglobin a1c calibrator and control sets are stable until the expiration date printed on the label. After reconstitution, calibrators are stable for one week when stored at 2-8°c. Refer to the control package insert for stability data. Unopened g8 variant elution buffers hsi (s) 1, 2, and 3 are stable until the expiration date printed on the label. After opening, elution buffers are stable for three months. Store at 4-30°c. Unopened hemolysis & wash solution is stable until the expiration date printed on the label. After opening, hemolysis & wash solution is stable for three months. Store at 4-30°c. The unopened tskgel g8 variant hsi column should be stored at 4-15°c in a cool location away from direct sunlight. The column is stable until the expiration date printed on the label. Columns are warranted for 2500 injections.. In addition, be sure to check the following items before starting analysis: (1) column, the maintenance schedule is 2500 tests; (2) filter, maintenance schedule if 400 tests. The most probable cause of the reported event was due to contaminated flow path due to old quality controls reagents.

Event description:
On (B)(6) 2018, customer reported getting p00 peak just before the ao peak in chromatogram of the g8 instrument. Per customer, the column count is 3000 (it is recommended that the column be changed at 2500 injections) and the filter is 16 (it is recommended the filter be changed at 400 injections). Technical support specialist (tss) asked the customer to change the column and calibrate the instrument. The event resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results. On 26-jan-2018, tss follow-up with the customer and was told that the column was changed and a new set of quality controls (qc) were made and used to run in the instrument. Customer reported the qc results were within acceptable range and the g8 instrument is functioning as intended. No further actions required from tss.